Event description:
It was reported that the patient received over stimulation and then a loss of stimulation. It was noted that the patient received both the elective replacement indicator and the end of battery life messages from the ipg. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Event description:
It was reported that the patient received over stimulation and then a loss of stimulation. It was noted that the patient received both the elective replacement indicator and the end of battery life messages for the ipg. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported elective replacement indicator state was confirmed. The ipg was in service for 18 months with an eui of 27.7. The device longevity is considered within the expected range per the direction for use. The complaint of over stimulation was not confirmed. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Lab analysis of the device did not reveal any anomalies. Therefore, the probable cause selected is no problem detected.